Manufacturer narrative:
It was originally reported by the user facility that the pta balloon had either ruptured or become stuck on the guidewire with no injury to the pt. No further info was provided. The device was returned to the MFR for eval. Eval of the returned device found external damage on the balloon caused by a cutting instrument, the catheter was returned jammed inside an introducer sheath, and the balloon returned inside a needle protector. The user facility was then contacted to inquire about the state of the returned device. At that time, it was reported that the pta balloon dilatation catheter became stuck in the sheath during removal from the pt. The pta balloon dilatation catheter and sheath were removed as one unit. Another pta balloon dilatation catheter was used with a new sheath to successfully compete the procedure. There was no report of injury to the pt. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. An introducer sheath was returned with the catheter shaft lodged inside. The introducer sheath exhibited material bunching on the body as well as flaring at the distal tip, indicating that retraction issues were likely present. Stretching was also observed on the balloon catheter shaft. The balloon was received bunched towards the distal tip. The balloon was also returned cut/broken in two pieces (balloon and polyimide). Under magnification, the broken polyimide appeared to have a clean circumferential cut and an oval shape where the cut/break had occurred and the outer balloon also exhibited a clean circumferential cut. Based on the microscopic observations, it appears that the balloon was cut in two pieces by a sharp object, however, the root cause is unk. An attempt was made to remove the balloon catheter from the introducer sheath but was not successful due to the condition of the sample. Sem testing found evidence of mechanical damage on the outer surface, indicating high probability that the broken balloon was the result of localized external mechanical damage. Based upon the returned sample condition, the external damage could likely have been caused by a cutting instrument. Based on the returned sample condition, the complaint investigation is confirmed for the balloon failing to retract through the sheath. The definitive root cause is unk. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that the pta balloon dilatation catheter became stuck in the sheath during removal from the pt. The pta balloon dilatation catheter and sheath were removed as one unit. Another pta balloon dilatation catheter was used with a new sheath to successfully complete the procedure. There was no report of injury to the pt.